Event description:
The pump was not working properly. It was stated that the customer was hospitalized for the last three weeks for dka. The nurse informed that when the pump was taken off of the customer the pump had a blank screen. The screen of the pump was blank for three days and then started to alarm. Troubleshooting was performed. The pump passed all the functional testing. The nurse mentioned that the customer has been connected back to the pump for two days and was not having problems since it has been reconnected.